Event description:
The argon beam coagulator 5mm laparoscopic probe malfunctioned during the case, while being used on the pt. The probe did not appear to be functioning properly at first application, so the abd generator was checked to ensure proper settings, which were all correct. The probe then began functioning properly. When the probe was removed from the pt's abdomen, a piece of insulation fell off and the shaft of the probe seemed to be broken at the handle, and the wiring was undone and frayed. Conmed abc probe 5mm footswitching probe ref: (B)(4), lot #201503264, exp: 03/24/2020, sn # (B)(4). Use for liver surgery and coagulation. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.